Manufacturer narrative:
At this time, the issue is thought to be related to a bad motherboard. Merge healthcare continues to work with the customer. If relevant additional information becomes available a supplemental will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information that the camera was not connecting to the eye station. Support advised the customer to send the system in for repair. Follow-up with the customer indicated that fa (fluorescein angiograms) could not occur and rescheduling of patients probably occurred. Due to eye station not being able to capture images of the eye, there is a potential for a delay in treatment or diagnosis. No reports of direct patient harm or negative consequences, as a result of this issue, have been received. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 06/11/2016. On 05/18/2016, the computer was received by merge healthcare. It was determined the hard drive was defective. The hard drive was replaced. The system was returned to the customer. On 06/17/2017, the returned system was reconfigured and the issue was resolved.